Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6)2023, the patient presented at a hospital for shortness of breath. During a transthoracic echocardiography (tte), it was noted the patient had circumferential pericardial effusion. A decision was made to perform pericardiocentesis procedure and 1260 ml of fluid mixed with blood was drained from the patient. The patient status was reported as stable. The patient remained on dual anti-platelet therapy and no changes were made to their anti-thrombotic regimen.

Manufacturer narrative:
An event of a dyspnea and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.